Manufacturer narrative:
The exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid basket sterile pouch was found torn. During unpacking of the shipping box, one of trapezoid basket sterile pouch was found to be torn. This event did not occur during a procedure, did not involve a patient, and occurred outside of an operating room.

Manufacturer narrative:
Block h2: additional information: b3 date of event has been updated based on additional information received. Block h6: device code a020504 captures the event tear in device packaging. Block h10: the returned trapezoid basket was analyzed, and a visual evaluation observed that the packaging has a cutting mark from side to side with a tear in the middle. The packaging also has other cutting marks possibly made with a sharp object. The packaging keeps factory seals. The customer provided 3 pictures related to the complaint. The pictures showed the packaging of the device with a tear on it, also, the cardboard box where the damaged device was located. The reported complaint is confirmed. Based on all available information, it is possible that the problem could have happened during transport, or while the device was in storage. Therefore, the most probable root cause is cause traced to transport/storage. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that an trapezoid basket sterile pouch was found torn on june 6, 2022. During unpacking of the shipping box, one of trapezoid basket sterile pouch was found to be torn. This event did not occur during a procedure, did not involve a patient, and occurred outside of an operating room.